Event description:
The customer stated, that she performed a control test and received a result of "lo." While troubleshooting, she performed more control tests and received results of "lo" and 17 mg/dl. The normal control range was 98-135 mg/dl. No adverse events were alleged. The test strips were not returned for evaluation, but replacement test strips were sent to the customer.

Manufacturer narrative:
This MDR is being filed late since it was inadvertently classified as a 'closed' complaint before regulatory affairs had a chance to review it. An improvement was implemented in the complaint system to prevent this kind of occurrence in the future. All of these 'closed' complaints were reviewed and, if appropriate, reported as mdrs.